Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has delivered a bolus by itself twice. The caller stated that the last time was the day before while he was sleeping, and the father is not comfortable since he does not wake up by himself when his blood glucose is low. It was stated that the customer's blood glucose reading was 8.8mmol/l and went to bed. The customer took a small portion of yogurt, equal to 10 carbohydrates, and the insulin pump suggested to take 1.4 units, witch it is correct, but the device gives him automatically 4.0 units. It was stated that the customer did not pushed any buttons, and the insulin pump history registered as 5.5mmol/l, 0.0 carbohydrates, and 4.0 units. The customer was tested and the insulin pump history showed as 3.0mmol/l and 3.0 units of active insulin. The customer falls and he went into an insulin shock. It was stated that the father does not feel comfortable with the insulin pump. No further information was provided.